Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator 2011 (B)(6); 6945 implantable tachy lead 2000 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was inserted in the atrial port of the implantable cardioverter defibrillator (ICD). The threshold on the lv lead was elevated and there was evidence on device interrogation that episodes of lv non-capture led to proarrhythmia. It was also reported that the first shock at maximum output from the ICD failed to defibrillate in a couple of instances, and a second shock was required. The device was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.